Manufacturer narrative:
Other text: device evaluation: the device/sample was returned for investigation. The device was visually inspected, and there were no damages nor other workmanship defects were detected. A functional test was performed, and the reported failure was not confirmed. The device is properly working as expected. The root cause of the reported failure cannot be determined since the complaint was not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, leaking around the filter was noticed. It was reported that the patient noticed that around bedtime leaking fluid at the back of the filter started. No patient injury reported.